Manufacturer narrative:
The device was manufactured between july 08, 2018 - july 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 250 ml eva tpn bags were leaking prior to patient use. It was further reported that leak was coming from either the top corner, middle bag or imprinted insignia of a triangle. There was no patient involvement. No additional information is available.